Event description:
A system operator reported that the laser stopped firing during procedure nad was unable to be completed. The surgeon provided follow-up information indicating the patient was doing fine, ucva was 20/25 and bcva was 20/20.